Event description:
The customer reported reproducible low troponin I (accutni) results for two pts and issues with quality control (qc) involving unicel dxi 600 access immunoassay system. This report refers to pt number two. It is unk if the low results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility. The fse replaced the pump module and successfully completed two precision tests of 18 repetitions each. Both test results indicated excellent precision, well within specs. The unit conformed to the MFR's published performance specs. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2022870-2011-03919.